Event description:
Patient had complained of discomfort. Hardware removed and plate was found with pin sheared at the junction of the plate and pin. Pin sheared during healing process. Sternum healed. Plate and 10 screws removed. Report 11 of 11 for complaint (B)(4).

Manufacturer narrative:
Device used as treatment not diagnosis. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: event eval - ti sternal locking str. Plate, 12 hole, was received along with the 7ea. 413.582 concomitant screws. Having inspected the plate and screws and finding them to be intact save for the sheared release pin, the following is evident: 1) only one plate set was used in the case. 2) additional information received indicates the 1 plate set only was used for transverse osteotomy of the sternal body. The ti sternal fixation system technique describes, recommends and illustrates the use of a minimum of 3 plates for optimal sternal closure following a full sternotomy. In lieu of additional plates, a minimum of 4 wires should be used. Direct information from the sales consultant reveals that no additional fixation was used permitting the single 460.019 plate and screws to complete the transverse osteotomy of the sternal body. It is likely that this technique using the lone sternal locking plate did not provide sufficient fixation permitting the release pin to shear from the fixation load. Risk assessment (B)(4) addresses fatigue failure of emergency release pin (severity 4, probability 1) it is likely that the absence of additional fixation as recommended has caused fatigue failure of the release pin. Historical sales of the entire family of sternal locking plates with the emergency locking pin are (B)(4). Following review of all sternal locking plate complaint history, this is the only complaint for a sheared release pin. Event date was reported in error on initial. There is no way to know the date the pain started or the screw sheared.